Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer went to the emergency room with high blood glucose at 568 mg/dl. She was treated with insulin injection and fluids. Customer's blood glucose was 180 mg/dl when she left the hospital. Troubleshooting was declined. Nothing further reported.